Manufacturer narrative:
The field service engineer performed multiple troubleshooting and maintenance actions on the analyzer. Multiple parts were replaced, including valves, electrodes, system reagents, tubing, nozzles, and a degasser. The specific cause of the event could not be determined, however, the issue was resolved after replacing a degasser on another analyzer linked to the complained analyzer on the same line.

Manufacturer narrative:
This event occurred in (B)(6). UDI number = (B)(6).

Event description:
The initial reporter stated they have been having ongoing issues with frequent voltage errors and abnormal response errors on their cobas 8000 ise module. The issue started on (B)(6) 2021. The reporter observed high patient results for ise indirect na, k for gen.2 and low results for ise indirect cl for gen.2. Multiple service actions were performed on the system in order to resolve the issue. On (B)(6) 2021, one patient sample had discrepant results for na and k. No incorrect results were reported outside of the laboratory. The sample initially resulted in a na value of 108.4 mmol/l, which repeated as 143.6 mmol/l. The sample initially resulted in a k value of 3.18 mmol/l, which repeated as 4.25 mmol/l. The lot number of the na electrode was h7272 and the lot number of the k electrode was l5401. The electrode expiration dates were requested, but not provided.